Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as the facility discarded the explanted device.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.